Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (unknown concentration and dose) and prialt/ziconotide (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported the alarm of the pump started to ring every 10 minutes. The event date was (B)(6) 2019. The patient went to the center in charge of follow-up of the pump in the morning. Upon interrogation of the pump, the logs indicated the motor stalled. The patient felt well and had no withdrawal symptoms. Pump explant was planned for (B)(6) 2019. The pump would be returned. The patient status was alive - no injury. The issue was not resolved. There was no MRI or other contributing factor determined. Further complications were not reported.

Manufacturer narrative:
Review of the pump interrogation report indicated the pump was delivering morphine (0.8 mg/ml) and prialt (1.8 mcg/ml). Analysis of the pump found corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was indicated the pump was explanted on (B)(6) 2019 and the event resolved.